Event description:
It was reported by the customer that the device keeps getting patient side occlusion. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Additional information added to: update e tab & g2 for health professional. A patient side pressure sensor failure was confirmed and replicated during testing. Upon visual inspection the service technician noted that they: replaced lower pressure sensor due to failed patient side occlusion. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the pressure sensor. A review of the device history record showed the device had a manufacture date of 27/nov/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device insistently displayed an error code for patient side occlusion. There was no additional information provided and no patient involvement.